Event description:
It was reported that the physician implanted a resolute integrity rx drug eluting stent in the rca. The stent was past its use by date. It had been prepped without issue. No dilation performed. The device was on consignment at the account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.